Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient states they were sent a replacement handset but not a communicator. Agent tried walking patient through pairing equipment. When patient tried to connect to their implanted neurostimulator, they were getting no device found. Patient confirmed they were accessing the appropriate app. The issue was not resolved through troubleshooting. An email was sent to the repair department. Patient called back with replacement communicator and stated they received the replacement communicator and had wanted to "up the number" because they were going to the bathroom too many times however they reported still seeing the "no device found" message with the replacement communicator. Patient services took the patient through all troubleshooting steps possible. The communicator would pair to the handset but the patient would place the communicator over the ins site (patient confirmed they were near no emi and they were right over ins) but they got "no device found." They only had 1 my therapy application on the handset and they were in it. Healthcare it was conferenced in and they force stopped the apps, no communicator update was needed and even a communicator power cycle was performed, healthcare it exhausted every possible troubleshooting step, all to the same result: patient still saw "no device found." When application version was reviewed, healthcare it observed it was on older version but nothing else was amiss. The troubleshooting steps taken on the call did not resolve the reported issue. Healthcare it stated it appeared it was more likely that the handset was the issue over the communicator which seemed to be functioning as expected so an email was sent to repair and the patient was sent a replacement handset. 5 call recordings. Patient may call back to continue troubleshooting. Patient called in and said she got the new handset and is still getting the message " no device found" . Confirmed the handset and communicator were talking. Confirmed the communicator was not plugged in, blue side was against the skin and vertically. Patient is able to feel the outline of the stimulator. Patient is able to feel the stimulation therapy. She is not near any emi. Patient was at the doctor three weeks ago but they did not check the stimulator battery or communicate with the device. Patient has been trying for weeks. She is going to the bathroom way to many times. She is up four times a night. Redirected patient to her doctor to have the stimulator battery checked.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.